Manufacturer narrative:
E1; reporter institution phone number: (B)(6). E1: reporter phone number: (B)(6). Diagnosing confirmed that the monitor and waveform were chaotic related to the leads not being in placed correctly. Based on the information available and the testing conducted, the cause of the reported problem was the ECG leads placement issues. The issue was resolved by placing the ECG leads correctly.

Event description:
Philips received a complaint on the intellivue patient monitor mx450 indicating that the ECG waveform is chaotic. The device was in clinical use at time of event, no adverse event was reported.